Event description:
The facility reported a colleague infusion pump with a damaged battery. This condition had the potential to interrupt delivery. The event was reported to have occurred upon power up. It is unknown in which care area this event occurred. There was no report of patient/user involvement, injury or medical intervention. This is involving a pump with software version 5.09.90 which is categorized as a colleague 2006. No additional information is available.

Manufacturer narrative:
(B)(4). The root cause was assigned to depleted main batteries due to use/user error.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a damaged battery was confirmed by baxter personnel during product evaluation. A definitive root cause has not yet been identified. The main batteries and battery harness was replaced to correct this condition. The device was evaluated on-site at the customer facility. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA. Should additional information be received, a follow-up medwatch will be submitted.